Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient experienced symptoms of abdominal pain and cloudy effluent. Treatment was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient had not recovered and it was not reported if the patient was discharged from the hospital. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.